Event description:
Three mini vision stents dislodged and remained in the patient undeployed. Another company's stent was used to oppose the three undeployed mini vision stents to the vessel wall. Reportedly the patient is fine.